Manufacturer narrative:
Lot number - the customer reported that the samples had one of the following two lot numbers: 18k029 and 18c010. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 4 </noe> malfunction events. It was reported that four (4) small volume infusors were potentially contaminated. The reporter stated that a media fill test was carried out, and seven days from the start of incubation all four samples registered internal growth. The reporter did not notice any breakages or visual non-integrities with the samples. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: additional information/correction: four single-use samples were received for evaluation. Air pressure underwater testing was performed and three (3) out of the four (4) returned units leaked at the solvent-bonded junction of the administration tubing to the stressmember. There was no leak noted on the fourth sample. The reported condition was verified for three of the samples. The cause of the leak at the solvent-bonded junction could not be determined. A batch review was conducted for 18k029 and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.